Event description:
It was reported that when tried to use safestep, found a foreign object on the tip of the needle when opened it from the sterile bag. Avoided using it and replaced it with a new one. When it was first discovered, it was the tip of the needle, but when the bag was repaired the foreign object moved and is now attached to the base of the needle.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of unknown material on the needle shaft is confirmed, but the root cause could not be determined. One 20 ga x 0.75 in. Safestep infusion set was returned for evaluation. One photograph of the needle and needle housing of an infusion set was returned for evaluation. An initial visual observation of the returned safestep infusion set revealed no obvious use residues along the device. No foreign material was found along the needle shaft or along any section of the returned device. An initial visual observation of the returned photograph showed a clear substance along the needle shaft of the infusion set. No obvious blood use residues were observed along the device in the returned photograph. It is unknown whether the clear substance fell off during shipping or handling of the device. Because the returned safestep infusion set did not have the unknown material found along the device, the cause of this failure remains unknown. This complaint will be recorded for future trending and monitoring purposes.